Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a recent implant, it was noted that left ventricular thresholds were high and failure to capture was noted in one configuration. Programming changes were made. The concern by the physician was that the left ventricular lead had pulled back. The physician was concerned the shape of the design had contributed to the issue observed. No patient experiences or symptoms were observed as a result of the issue. The lead was being monitored. The patient was recovering.